Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported by a patient that was a candidate for the watchman ® left atrial appendage (laa) closure procedure to their physician in (B)(6) that they had heard about a death related to an embolization of the watchman ® laa closure device which occurred in (B)(6). Therefore, the patient elected to not proceed with the laa closure procedure. Bsc was unable to obtain additional detail regarding this event. Bsc has performed its due diligence to determine if this was a known event between the physicians and bsc representatives in the two hospitals in the (B)(6) area. At this time, this allegation remains unconfirmed. Bsc has verified that the patients who have received watchman ® closure devices in their facilities have not had a device embolization or death from embolization.